Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown screw fractured inside the implant. Implant was removed. Tooth location 14.

Manufacturer narrative:
A portion of a fractured certain® titanium hexed screw (iuniht) was returned inside a full osseotite® certain® implant 5 x 10mm (ifos510) for investigation. Visual inspection of the as returned product identified that the implant is worn from use, and contains debris at the threads. The internal drive feature is confirmed to contain the reported screw (iuniht), which was too badly damaged to be removed. No pre-existing conditions were noted on the per. DHR review could not be performed as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/ hhe/d/ie/product holds for the reported product. May post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (iuniht). Therefore, based on the evaluation, device malfunction did occur and the reported event was confirmed following inspection. A definitive cause could not be identified.

Event description:
Additional information received from investigation report identified the unknown screw as iuniht.